Event description:
The customer and fe described a situation in which the workstation handle became dislodged and/or separated on one or both ends. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The handle and hardware were replaced during the service call. The system was tested and found to be working as intended and put back into service.